Event description:
The iab was inserted into the pt on 6/3/97 at 9:30 a.m. On 6/6/97 at 3:30 p.m., the dr had difficulty removing the iab. The iab was entrapped. As a result of the event, the iab was surgically removed. On 7/3/97, datascope was notified there were no further complications from the event and the pt is recovering. Event complications: entrapped/surgically removed - rpt'd 6/9/97; none - rpt'd 7/3/97. Pt current status: discharged - rpt'd 7/21/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.